Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer complaint that the safety glide needle doesn't work when she tries to transfer fluids none of the air pushes out and feels a lot of back pressure

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history record review was not performed as the lot number is "unknown" for this complaint. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25g of the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer complained that the safety glide needle doesn't work when she tries to transfer fluids. None of the air pushes out and she feels a lot of back pressure.